Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited a pacing impedance greater than 3000 ohms. Shock impedance is normal. R wave sensing was at 9mv, and thresholds 4v. It is reported that the patient had an episode of syncope, however, it is unknown what the cause was. It is also reported that the implantable cardioverter defibrillator (ICD) had no atrial episodes stored and no atrial therapy on. The device was programmed to 20% for atrial data storage. There is one non-sustained ventricular episode that looks like an atrial arrhythmia. Boston scientific received subsequent information that during a lead revision, the ICD was explanted when the setscrew could not be seated on the new pacing lead. The setscrew issue was not present prior to explant.